Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 5152680. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200599242] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringe 0.5ml 30ga 1/2in uf 10bag 500cs experienced hub separation from the device during use. The following information was provided by the initial reporter: material no.: 328466, batch no.: 5152680. Verbatim: consumer reported that the needle hub separated and stayed inside of the shield before injection. No exp date. Occurrence date unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.5ml 30ga 1/2in uf 10bag 500cs experienced hub separation from the device during use. The following information was provided by the initial reporter: material no.: 328466 batch no.: 5152680. Verbatim: consumer reported that the needle hub separated and stayed inside of the shield before injection. No exp date. Occurrence date unknown.